Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during day drain 2 of 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc. The tsr advised the hp to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient (hp), the hp stated that she did not notice any abnormalities with the supplies. The hp stated that she started over with new supplies. The hp stated that she did notify her nurse the next day. The hp stated that there was no patient injury or medical intervention.